Manufacturer narrative:
The pump passed all functional testing. No external ram or unexpected restart alarms were noted. The pump was received with displayable history alarm in the history file due to a corrupted history file. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that insulin pump did not alarm multiple alarms. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).